Manufacturer narrative:
Follow-up # 1 ¿ (06/18/2014) the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/30/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 6:28 pm, the patient obtained the blood glucose readings of 317 mg/dl and 414 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. The patient manages her diabetes with insulin pump therapy. At 8:00 pm the patient experienced the symptoms of shaking, weakness and rapid heartbeat. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.